Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to boot up. Upon functional testing, fse checked the event log and confirmed that the frontal plane ippc failed in boot-up. Further to this action fse checked ippc and found operating system (os) disk had failed. The fse concluded that the cause of the issue was ippc operating system disk. To resolve the issue fse replaced the os disk and then reinstalled the ippc software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system would not boot up successfully. The device was not in clinical use at the time of the reported event. There was no harm reported. Philips has started an investigation of this complaint.